Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative architect total b-hcg result on a patient. The physician questioned the result. The sample was repeated, and the result was positive. The customer also tested the sample on another platform which generated a positive result. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 0.00 miu/ml (negative). (B)(6) 2023 sid (B)(6) repeat result = 888 miu/ml (positive). Tested by dxi platform = 823.31 miu/ml (positive). No impact to patient management was reported.

Event description:
The customer observed false negative architect total b-hcg result on a patient. The physician questioned the result. The sample was repeated, and the result was positive. The customer also tested the sample on another platform which generated a positive result. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 0.00 miu/ml (negative). (B)(6) 2023 sid (B)(6) repeat result = 888 miu/ml (positive). Tested by dxi platform = 823.31 miu/ml (positive). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 46064ud00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 46064ud00.